Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, a cannulation into the contralateral gate was difficult because the stent graft around the flow divider was invaginated. The stent graft was moved distally, however the cannulation was unsuccessful. After deploying the ipsilateral leg, unsuccessful attempt was made to cannulate from the ipsilateral leg. The procedure was changed to aorto-uni-iliac (aui) and the left common iliac artery was embolized using plugs, a femoral-femoral artery bypass surgery was performed. The patient tolerated the procedure. The physician stated that because the proximal neck was long, the stent graft was placed slightly below the renal artery, but as a result, the flow divider positioned near the apex of the proximal neck tortuous, which may have caused it to become more compressed.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, incomplete component deployment, surgical cut down, bypass or conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.